Event description:
Customer reported via phone call to have received a low battery alert and customer did not clear before inserting new batteries. Customer then received a failed battery alarm. Customer's blood glucose was unknown. After troubleshooting for failed battery test, customer continued to receive failed battery test alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No failed battery test alarm or unexpected low battery alarm noted on the pump. All operating currents were within specification, and the off no power alarm functioned properly. The pump passed the self test and displacement test. The pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.